Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power was failed. A field service engineer (fse) unplugged the drawer and rebooted the station until it came online. While troubleshooting main 4, the fse unplugged controllers one by one and identified drawer 4.2 as the issue. The drawer controller was replaced, and the drawer was tested in test mode. The customer then completed the inventory from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed black screen and the power console was completely dead. Remote smart service shown offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.